Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the patient sometimes feels pain in the arm/chest and isn't sure where it's coming from. The patient does have artificial metal elbow and wonders if that is affecting what she is feeling. Also, the patient stated she did have new leads put in at some point due to what she thought might be muscle stimulation, but she is still experiencing those types of symptoms. Boston scientific technical services (ts) referred patient to physician to discuss further. Several years later, the device was explanted and replaced due to normal battery depletion. No additional adverse patient effects were reported. The device was returned for analysis.